Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the initial inflation outside of the body, the balloon curled into a 'hook shape,' almost to the point where the shaft inside the balloon was kinked. The balloon catheter was replaced twice. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 56327 was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for two applications on the date of the event. The balloon catheter passed the performance test as per specification. During the inflation and ablation phase, a kink was observed on guide wire lumen inside balloon segment. Dissection showed the guide wire lumen kinked inside the balloons at 1.18 inches from the tip of the catheter. Pressure testing did not show any breach at the balloons or the guide wire lumen. In conclusion, the reported guide wire lumen kink was confirmed. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.